Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bronchotomy on an open thoracoscopic procedure, the center rod of the device protruded and resulted in unsuccessful staple installation. A new handle was used but staple could not be fired. Another reload was used to complete the case. There was no patient injury.